Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, it was found that there was a cut in the bending rubber of the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause could not be conclusively determined at this time.

Event description:
The user examined the patient¿s nasal cavity with the subject device. Olympus was informed that when the user withdrew the subject device from nasal cavity, the tip of the subject device was caught and a small amount of nosebleed appeared. The user commented that the subject device had deflection from before. There is no information whether any treatment was done for the patient, but it was confirmed that the patient recovered on that day.